Event description:
It was reported that during an unknown procedure the product was opened and inserted into the bowel ready to be used. The device seemed in order. The device was opened and the surgeon closed the anvil to check it and it worked ok. He also noted that the lights were on as per expectations on the device. When the fire button was pushed the device didn¿t work. Nothing moved or changed. So he took the device out and they opened a new device and it worked perfectly with no complications and no adverse effects to the patient. The surgeon is happy continuing using the device and he is aware it was probably an electrical fail.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/22/2022 d4: batch # 514a58 additional information was requested, and the following was received: what were the indications for surgery? Reversal of hartmann¿s procedure, previous endometrial cancer what surgical procedure was performed? Reversal of hartmann¿s did the patient receive any preoperative chemotherapy or radiation? Chemo over a year ago, no radiotherapy was the anvil of the first device left in place and used with the second device? Yes were there any issues experienced with the device in the initial surgical procedure? Only that it didn¿t fire what healthcare professional fired the device and what is his/her experience with the device? Myself, consultant colorectal surgeon. Have used over 10x where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? Didn¿t fire despite depression of trigger how many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 x 180 degree as instructed on adjusting knob did the healthcare professional receive audible & tactile feedback when firing the device? No as did not fire investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and the anvil was not received. The breakaway washer was not present and the device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. A new washer was placed on a test anvil and it was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. During the additional dry fire of the device, an attempt to reset the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality and it was manually assisted. The device was fired with a test washer and anvil formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.